Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported failing downstream occlusion was reproduced during evaluation. A review of the event history log identified downstream occlusion. The device was found to fail the high pressure setting test. The device was slow to detect a downstream occlusion. The cause was determined to be the downstream tubing guide and force sensor were out of specification. The downstream tubing guide was adjusted and the force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failing downstream occlusion. There was no patient involvement. No additional information is available.